Event description:
A report was received by ciba vision that a pt had a memorylens implant in 1999, which lens was removed in 2001 due to opacification. The pt has a pre-existing medical history of diabetes and kidney failure. At examination in 10/01, the pt's visual acuity was 20/40 od, and the dr noted "opacification of the anterior surface of the iol with granular opacification over 89% of surface. Yag could not lift a membrane". The dr explanted the lens later in 2001 and replaced with another product. The pt's corneal status immediately post-op was reported as good.